Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen. The balloon was loosely folded. There was a circumferential tear 7mm from the proximal end of the balloon. The inner shaft was stretched down for 8mm starting 49mm from the tip.the tip of the device was missing. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmosphere, the balloon ruptured. The distal marker and small pieces traveled down the distal vessel of the obtuse marginal branch. The physician attempted to snare the pieces of material but was unsuccessful. The procedure was completed and the patient reported asymptomatic.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmosphere, the balloon ruptured. The distal marker and small pieces traveled down the distal vessel of the obtuse marginal branch. The physician attempted to snare the pieces of material but was unsuccessful. The procedure was completed and the patient reported asymptomatic.